Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels of 25 mmol/l. Patient was not feeling well and went to the hospital. Patient was given insulin at the hospital; name, type and dosage is unknown. It is unknown how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation.